Manufacturer narrative:
Product ID: 3889-28, lot# va04h0y, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had no concerns with her device or therapy.

Event description:
It was reported that the patient had always been prone to urinary tract infections, but as of 2 days ago she had a really bad tract infection, one of the worst she had ever had. The patient was being treated with antibiotics by her primary care doctor. Additional information has been requested, but was not available as of the date of this report.